Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1000 mg/dl. The customer's current blood glucose was 125 mg/dl. The customer was feeling thirsty. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.